Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Treatment detail was not reported. At the time of this report, the cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.